Event description:
Customer reported the air detector did not work. Customer also reported there was a pt incident associated with the air detector issue. The pt reported shortness of breath and chest pains. Other details are not yet available.